Event description:
It was reported that the peek implant broke upon insertion. All broken pieces were retrieved. No patient complications were reported.

Manufacturer narrative:
(B)(4): visually confirmed the implant is broken. Microscopic examination of the implant reveals a brittle fracture at the threaded inserter interface of implant. Additionally, it appears that the inserter may have not been fully threaded into the implant during insertion, as suggested by the partial breakage at threaded inserter insertion point. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.